Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An internal visual inspection was performed and passed. Receiver charge and boot were performed and passed. Functional tests were performed and passed all relevant testing. A "try it" sound test was performed and passed. A sound test by sound meter was performed and passed. An internal visual inspection was performed and passed. The speaker resistance was measured and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.